Event description:
It was reported that during a bilateral iliac stenting treatment procedure, balloon removal difficulties were encountered. The express biliary ld stent delivery balloon was inflated three times (10 atms, 8 atms, and 8 atms). Upon deflation, the stent delivery balloon would not come back through the 7 fr/24 cm arrow sheath. The physician thought that balloon "winged" instead to rewrapping as designed. He performed multiple inflations and balloon rotations in an attempt to facilitate removal of the device. Upon withdrawal of the sheath and balloon as a unit, the patient developed a hematoma in the groin. The balloon was removed from the patient in an intact and deflated condition. The patient was asymptomatic during this event. The patient was admitted to ICU for observation of the groin hematoma. He was reportedly doing fine the next day and was discharged from the hospital two days post-procedure.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.